Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision reconstruction breast surgery with 750cc mentor cpx 4 breast tissue expander with suture tabs and experienced deflation on her right side postoperatively. As a result, the expander was explanted on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, visual evaluation of the image and video provided in the complaint was completed. The device was discarded. Upon visual evaluation of the image and video provided in the complaint, the tissue expander appears to have a small tear with a leakage. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).